Event description:
1st event (unwitnessed): plunger dropped into the syringe and bolused 4 ml of inhaled ilosprost solution within the cnts system, neonate had no adverse events, medfusion pump settings were checked and quarantined, replaced with another medfusion pump to continue inhaled ilosprost solution administration via aerogen's cnts system. (B)(4). Week 1 of march. 2nd event (witnessed): plunger dropped into the syringe and bolused 17 ml of inhaled ilosprost solution administered via aerogen's cnts system in 2 hours. Neonate decompensated, resuscitation initiated at bedside, in nicu, still intubated. All cnts products were removed from unit. Ilosprost administration switched to intermittent. Multidisciplinary investigation of the safety event initiated. (B)(4); week 2 of march: this complaints.

Manufacturer narrative:
Although the information available is limited, a causal relationship with the aerogen® device, the medfusion® pump and the deterioration in the state of health of the patient is possible and cannot be reasonably excluded as a contributory cause. Very limited information has been provided with which to undertake these assessments. Administering iloprost to neonates through the aerogen solo ® system is considered an off-label application. The probable cause of the reported incident is reportedly the unintended, unregulated delivery of iloprost this could be attributed to low resistance in the aerogen® cnts syringe. It could also be attributed to issues with the associated syringe pump driver. This requires review by design assurance and conclusive information to determine the cause is not available to clinical affairs at this time. Please refer to risk assessment document for these complaints (B)(4), (B)(4) from design assurance team for potential cause/hazardous situation assessment. Refer to appendix 2. Due to the off-label use of the aerogen solo system, the absence of returned devices for investigation, and the limited clinical and technical data provided, aerogen cannot conduct further root cause analysis or draw definitive conclusions regarding the event. However, based on the information available: clinical/patient outcome codes. F0801: intensive care: event occurred in nicu. F1203: life threatening illness or injury: cardiovascular collapse and critical intervention required. F21: unexpected deterioration: abrupt and severe decline in patient status. F08: hospitalization or prolonged hospitalization: continued nicu stay post-event. F23: unexpected medical intervention: initiation of resuscitation and vasopressors. F2306: resuscitation: emergency life-support measures were employed. F2303: medication required: vasopressors administered to stabilize the neonate. F1005: overdose: unregulated bolus of iloprost is considered an overdose. Physiological effect codes. E0517: vasodilatation (possible): direct pharmacological action of iloprost. E2203/e0725: low oxygen saturation / hypoxia: likely secondary to altered pulmonary vascular tone and v/q mismatch. Aerogen has concluded that: risk controls remain adequate based on current information. This case will be monitored as part of trending and post-market surveillance activities. No new preventive measures or design changes are required at this stage, though further investigation may be warranted if additional cases or data emerge.

Event description:
1st event (unwitnessed) - plunger dropped into the syringe and bolused 4 ml of inhaled ilosprost solution within the cnts system, neonate had no adverse events, medfusion pump settings were checked and quarantined, replaced with another medfusion pump to continue inhaled ilosprost solution administration via aerogen's cnts system. (B)(4) week 1 of march 2nd event (witnessed) - plunger dropped into the syringe and bolused 17 ml of inhaled ilosprost solution administered via aerogen's cnts system in 2 hours. Neonate decompensated, resuscitation initiated at bedside, in nicu, still intubated. All cnts products were removed from unit. Ilosprost administration switched to intermittent. Multidisciplinary investigation of the safety event initiated. (B)(4) week 2 of march - this complaints.

Manufacturer narrative:
Aerogen have taken the appropriate measures to review and investigate the complaint received. Aerogen have requested further information from the reporting healthcare worker to determine further details on the event and had requested the return of the device. A review per aerogen's 'field correction/removal procedure' was completed based on this complaint received which may pose a risk to patients. Based on the the nature of the complaint, and current investigation in progress it has been concluded that no field correction or removal is required by aerogen at this time. This will be reviewed as investigation progresses and if anyfurther information becomes available to aerogen which may impact the previous no fsca determination, the review and conclusion will be documented within the subsequent report.

Manufacturer narrative:
Additional information received today 02 may 2025 thank you for your patience and reaching out. First, I confirm that there had been multiple calls, emails and conversations with (B)(4) in the subject of aerogen syringe and that both individuals were extremely helpful and provided me with the needed ifus for aerogen syringe. I also state that I cannot confirm or deny any incident of aerogen syringe related incident as I have not personally observed it. My inquiry started when one of our care giver mentioned seeing an stationary aerogen syringe had its plunger moved inward without being on syringe pump or anyone touching it. To confirm if this has occurred with aerogen syringes, I was connected to (B)(4) by one of the aerogen representative. (B)(4) confirmed having heard about it in his clinical practice, and it may be related to aerogen syringe plunger being taken out of the syringe body by caregiver for one reason or another (which is not practiced in our institution). He also confirmed not seeing any such documented incident. Subsequently, he connected me with (B)(4) for obtaining ifus for aerogen syringe that I was seeking for our policy updates. Later, (B)(4) informed me that aerogen has reported this incident to FDA and seeking answers to related questions. Thank you so much for all of your sincere support. Questions for follow up. 1. Device & setup details 1. What is meant by "plunger drop"? Is it in the syringe pump driver when it drops? Nurse reported to have observed aerogen syringe plunger dropped inwards injecting extra medication while resting on the syringe pump and not installed on it. 2. Please confirm the model of syringe pump driver and lot number. Not sure. 3. Can you provide details on exactly how the aerogen cnts was set up and operated prior to each incident? Not sure. 4. Can you confirm that cnts tubing was connected to the syringe for both issues? No. 5. Provide the cnts flow rate setting & setting selected on the syringe pump driver for each issue. Not sure. 6. Can you describe step-by-step exactly how the syringe plunger dropped into the syringe during both incidents? There was only one incident reported and not sure on steps. 7. Is the syringe/plunger typically manipulated (e.g., removed, repositioned, refilled) during medication preparation or between dosing intervals? If so, how? Not sure. 8. During the second (witnessed) event, what was immediately observed when the plunger dropped? Only one event reported. Reported that medication was retrieved from medication chamber of aerogen solo. 9. Did you notice any physical damage or abnormalities with the syringe, plunger, tubing, or pumps involved prior to, or after, the incidents? Not sure - did not observed it personally. 10. Could you confirm if any aerogen cnts devices from these incidents are still available[?]even partially[?] For inspection? Note if this happens again, please retain the aerogen products. No. 2. Medication details 11. What specific drug (brand name) was being used, and can we get the concentration & formulation details? Not sure. 12. Can a sample of the quarantined product be provided (if available)? Not sure if available. 3. Patient & clinical information. 13. Clinical indication of both patients at the time. Patient age (for both), weight if possible. Only one incident and not sure of patient details. 14. Were these patients mechanically ventilated? If yes, where was the aerogen device placed? What interface was connected to the patient (ett or tracheostomy)? Yes, but only one such incident notified. Aerogen solo was connected to dry side of inspiratory limb of ventilator circuit and to patient via ett. 15. Detail the specific clinical signs and symptoms associated with the incident[?]specific change in spo2 or other metrics, vasopressors used, etc. Not sure 16. Could you briefly describe the clinical status of the neonate currently affected? Not sure. 17. What was the neonate's clinical status prior to the administration of inhaled ilosprost via cnts? Not sure. 18. Can you describe in detail the immediate clinical changes observed in the neonate after receiving the 17 ml bolus? I was not at bedside and did not observed patient. 19. What's the current clinical condition and prognosis of the neonate? Not sure. Aerogen- will write up the investigation - do a clincal reiview and risk assesment with the limited information we have available to us at this time.

Event description:
1st event (unwitnessed) - plunger dropped into the syringe and bolused 4 ml of inhaled ilosprost solution within the cnts system, neonate had no adverse events, medfusion pump settings were checked and quarantined, replaced with another medfusion pump to continue inhaled ilosprost solution administration via aerogen's cnts system. (B)(4) week 1 of march. 2nd event (witnessed) - plunger dropped into the syringe and bolused 17 ml of inhaled ilosprost solution administered via aerogen's cnts system in 2 hours. Neonate decompensated, resuscitation initiated at bedside, in nicu, still intubated. All cnts products were removed from unit. Ilosprost administration switched to intermittent. Multidisciplinary investigation of the safety event initiated. (B)(4) week 2 of march- this complaints.